Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient was unable to run therapy sessions. The clinical specialist confirmed that the entire left lead was out of range or had a high-impedance failure. There was no report of patient harm or injury. The device was reprogrammed to unilateral stimulation until revision surgery could be scheduled.the patient underwent revision surgery to replace the left lead. The entire lead was removed, and a new lead was implanted without complication.